Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, during application of the clip applier when the jaws were closed to fire the clip, they did not open again. Another device was used to complete the procedure. There were no adverse consequences for the patient.